Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use and subsequently a decision was made to explant the device. The device was explanted (date not reported).

Manufacturer narrative:
Correction: the correct device serial number is (B)(4) not (B)(4) as previously reported. Correct date of implant is (B)(6) 1991 not (B)(6) 1994 as previously reported.